Event description:
An email was placed to the technical services on (B)(6) 2014 which states that a patient was previously implanted with this device from the left side which has been removed most likely due to infection. The patient had temporary pacemaker during the implant. The device has no implant and explant date. The physician was dr. (B)(6) at (B)(6)hospital in (B)(6), united kingdom. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)